Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The returned instruments were evaluated at customer quality and the complaint condition was able to be confirmed. The distal tip of the screwdrivers were stripped as the blades were dented in and pushed proximally. The tip of lot 9525363 was also slightly bent due to a clockwise force. The t25 stardrive screwdrivers are noted in the matrix spine system - degenerative technique guide. Relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although the definitive root cause could not be determined with the provided information, it is likely that excessive force over the course of the devices¿ life contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement date device was stripped is not known. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Manufacturing location: (B)(4). Manufacturing date: 20 august 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during routine inspection, the threaded portion of three (3) straight tip t25 drivers were found stripped. There is no patient or surgical involvement. This report is for one (1) straight tip t25 driver. This is report 2 of 3 for com-(B)(4).